Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the current controlling q1 transistor was thermally damaged and there was liquid contamination on the battery board. The cause of the inability to properly charge the battery pack is the damaged transistor and contaminated battery board. The root cause of the damaged component cannot be positively identified. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective charger/modem.